Manufacturer narrative:
(B)(4).

Event description:
During an upgrade of the device at the andover customer repair center, the philips bench tech observed a pin broken off the battery pca. There was no pt involvement.